Manufacturer narrative:
The software investigation found that although the software logs did not specifically indicate a specific cause of the reported issue, the symptom was consistent with an existing software investigation. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
On 01/12/2016, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 01/19/2016, a medtronic representative, following-up at the site found the reported issue could not be replicated. No parts have been received by manufacturer for analysis. (B)(4)

Event description:
A medtronic representative reported that, while in a cranial procedure, the site's navigation system became unresponsive. They were using the axiem system and after registering, and not using the system, when they came back to it the monitor screen was black and unresponsive. A system re-boot restored normal function. Issue resolved. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.